Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via phone that the toothbrush set on fire. No injury was reported.